Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the moderately calcified proximal left circumflex artery. The 2.00mm x 15mm emerge balloon catheter was used to dilate the lesion. During the third inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred.   The target lesion was located in the moderately calcified proximal left circumflex artery. The 2.00mm x 15mm emerge balloon catheter was used to dilate the lesion. During the third inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in guidewire lumen and balloon. The balloon was loosely folded. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. (B)(4).

Manufacturer narrative:
(B)(4).